Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection after receiving a competitor's device. A competitor's field representative indicated they were explanting the lead.